Manufacturer narrative:
Concomitant medical products: 4968-35 lead implanted: (B)(6) 2008, 4968-35 lead implanted: (B)(6) 2010, pb1016 pulmonic valve implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right ventricular (rv) lead exhibited high thresholds. The lead was capped and replaced with a transvenous lead. No patient complications have been reported as a result of this event.